Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2009 and performed to specification, alongside random manual power ons, up to the 29th december 2013. The device failed multiple self-test due to a low battery between 5th-30th january 2014. An increase in voltage suggests a fresh pad-pak was installed and the device performed to specification up to the 19th october 2014. Between the (B)(4) 2014 and (B)(4) 2015, the device records multiple manual power ups of mainly 10 minutes duration. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.